Manufacturer narrative:
The complaint received states that during an interventional procedure the smart control had deployment difficulty with inaccurate placement. The patient was a (B)(6) old male with unknown medical history. The target lesion was common to external iliac artery (eia). There were moderate calcification and vessel tortuosity, the rate of stenosis was 100%. To treat the left eia, a smart control (complaint product) was delivered for a direct stenting. However, friction/resistance occurred during the stent deployment and soon after the stent jumped forward and placed distal to target lesion. Therefore, additional sc (same size, m shaft) was delivered and placed in the lesion. The entire target lesion was covered and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15168740 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 3 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15168740. Outer member subassembly lot 15165220 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Polyimide guide wire lumen assembly lot 15161859 was reviewed it was observed during review of this lot that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of lot 15161859. Deployment difficult with inaccurate placement is a known potential event associated with smart control implantation and is cautioned about in the IFU as such. Smart control: the IFU (instructions for use) cautions 'advance the delivery system past the lesion. Pull back the delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.' Review of the information suggests that vessel / lesion characteristics and procedural issues may have contributed to the reported event.

Manufacturer narrative:
Review of lot 15168740 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
Pta: the target lesion was common to external iliac artery (eia). The patient was a (B)(6) male. There were moderate calcification and vessel tortuosity, the rate of stenosis was 100%. To treat the left eia, a smart control (smart control, iliac 7x60, complaint product) was delivered for a direct stent. However, friction/resistance occurred during the stent deployment and soon after the stent jumped forward and placed distal to target lesion. Therefore, additional sc (same size, m shaft) was delivered and placed in the lesion. The entire target lesion was covered and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. No product return.